Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) in the fluid path of a homechoice low recirculation volume apd set with cassette and also the cassette was damaged. The pm was further described as black spots between the tip protector and the luer connector and appeared like ¿dirt¿. It was also reported that the cassette tubing was split on the ¿rectangular piece, on the right side where the tubing pulls apart¿. These issues were observed during setup for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was discarded, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.